Event description:
It was reported that a patient presented via merlin.net, the device transmission showed noise episodes resulting in inappropriate auto-mode switch (ams) on the atrial lead. No intervention was performed. No patient consequences were reported.